Event description:
It was reported that the patient presented with right atrial lead that exhibited noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.